Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that a surgical revision was performed to reposition this right atrial (ra) lead due to high threshold measurements. During the procedure, after retracting and extending the helix, impedance measurements of greater than 3000 ohms were observed. This was verified via the pacing system analyzer (psa). It was noted that the lead was fractured. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.